Event description:
A malfunction alarm was reported with the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer understood the instructions to continue using the pump and to call back if the issue recurs.